Manufacturer narrative:
The analysis of the log books revealed that at 8:40 am on the date of event the device generated several ventilation-related alarms such as airway pressure high and tidal volume high for about 22 seconds before being switched to standby. Those error messages were accompanied by visual and acoustical alarms and indicate a leakage as the device increased the flow in order to compensate a leak. Afterwards the device was in standby from 8:40am until 10:17am, when it was switched on by users again. There were no consequences to the pt reported. A functional test after the event showed no malfunction and there were no technical error messages logged in the log files. Since there were no device malfunctions any external fault that set the device to standby would have to use the same process as the user would need to. The info from the log files indicate a ventilation situation which necessitates an user intervention. Switching to standby requires a selection of this mode and confirmation in a limited timeframe. An unintended switch to standby would need technical errors which simulate those user inputs within the timeframe. As the device showed no malfunction this is very unlikely. Our device meets the standard requirements for interference immunity against electrostatic and electromagnetic influences. A possible scenario is a user mismatch between alarm silence and standby. No similar event has ever been reported for the evita xl.

Event description:
It was reported that during the ventilation the device switched to standby on it own at around 9:00h until 10:00h. Afterwards a functionality test of the device passed without findings.